Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, imaging component failure was noted, appearance defect was noted, air/water leakage was noted, video connector issue was noted, appearance issue was noted on the cable, and the scope mount was noted to be wobbling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had a broken wire and disconnection. There was no harm or user injury reported due to the event.

Event description:
Additional information was received noting that the event was discovered on (B)(6), 2022 during preparation for an endoscopic sinus surgery procedure. According to the initial reporter, the procedure was completed using another device without any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (via b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video function did not function properly due to the failure of the charged coupled device (ccd). Therefore, no picture was produced. The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.